Event description:
It was reported that stent damage and removal difficulties occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 5.0 x 40 x 135cm express ld biliary stent was advanced for treatment. However, as the device was being moved into position for deployment, resistance was felt in advancing forward. The device was removed with resistance encountered, it was then noted that the mid way section of the stent strut was protruding from the catheter and looked damage. The device was removed intact through normal procedure. The procedure was completed successfully with a new stent. No patient complications were reported. The patient was stable and fully recovered.

Manufacturer narrative:
Device evaluated by MFR.: express biliary ld pmtd 5.0x40x135cm, batch# 30718008 was received for analysis. A visual examination of the returned device confirmed that the balloon had not been subjected to positive pressure. No issues were noted with the balloon material. The device was received with stent fully mounted in the correct position on the delivery system. A visual examination identified that a strut located in the 10th distal row was lifted distally. This type of damage is consistent with excessive force being applied to the device, potentially when inserting it into the sheath/guide. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that stent damage and removal difficulties occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 5.0 x 40 x 135cm express ld biliary stent was advanced for treatment. However, as the device was being moved into position for deployment, resistance was felt in advancing forward. The device was removed with resistance encountered, it was then noted that the mid way section of the stent strut was protruding from the catheter and looked damage. The device was removed intact through normal procedure. The procedure was completed successfully with a new stent. No patient complications were reported. The patient was stable and fully recovered.